Manufacturer narrative:
Insulin pump received with cracked case on reservoir tube lip and cracked battery tube threads. Intermittent button response noted due to corroded keypad traces. No button error alarm noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. No further information provided.